Event description:
On 10/24/2024 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user, a 10-year-old, experienced significant fluctuations in blood glucose (bg) levels, starting with a bg over 400 mg/dl on (B)(6) 2024. In response, the user administered seven "more than" meal boluses within one hour, which resulted in significant hypoglycemia. The user received approximately 75 units of insulin total with those boluses. The user was sent to the ER in anticipation of critical hypoglycemia, but fortunately, no medical treatment was required, and the user was monitored before being released. The user's bg ranged from over 400 mg/dl to a low of 50 mg/dl, remaining outside the normal range for a couple of hours. The user's hcp is considering using the limited access mode for the user in the future and requested further recommendations to avoid similar issues. No long-term health effects were reported, and the user resumed use of the ilet system after the event. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by announcing multiple meals in a row in an attempt to correct hyperglycemia related to an unacknowledged occlusion alarm 9 hours prior to the event. The local clinical diabetes specialist provided additional education to the user's hcp on the appropriate use of meal announcements.